Event description:
It was reported that during a lobectomy procedure, on the second firing with a green cartridge across the parenchyma, the device locked on to the tissue. The device would not fire, nor did the reverse button return the knife to the proximal jaw. They took a battery from a second stapler, but it did not return the knife proximally either. The surgeon attempted to use the manual override, but the lever broke off when he attempted to crank it. The surgeon was able to get the jaws open when he applied pressure to the anvil by using pressing on the patient's rib, at which time the jaws popped open. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position; the lever was in good condition. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and then, the knife only advanced a few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing; however, it could not be determined what may have caused this condition. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.